Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown alumina insert f 32m. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding squeaking involving an alumina insert f 32m was reported. The event was not confirmed. Device evaluation and results: several photographs of the alumina insert f 32m were provided for review. There are some red stains on the rim and articulating surfaces of the devices. There also appears to be damage to a portion of the rim. This portion is slightly deformed. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and operative reports are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of primary hip components. Device explanted were: alumina head and alumina insert. The were replaced were x3 poly 36mm and universal anatomic c-taper head with -2.5 sleeve. 03-27-2014: the sales rep confirmed that the patient was revised due to a squeaking hip.

Event description:
It was reported that there was a revision of primary hip components. Device explanted were: alumina head and alumina insert. The were replaced were x3 poly 36mm and universal anatomic c-taper head with -2.5 sleeve. (B)(4) 2014: the sales rep confirmed that the patient was revised due to a squeaking hip.